Manufacturer narrative:
Product eval: the lens and the device were returned for eval. Solution is dried on the lens. Lens damage was observed; the haptics are bent and the optic is torn/split/cracked, has scratches and the optic edge is chipped/nicked. The device was returned, the nozzle is stressed and has a small aneurysm. The plunger is fully advanced. It is unk if the approved viscoelastic was used. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation because the lens was not returned "stuck in the device." The reported complaint can occur when an unapproved viscoelastic is used. It is unk if the approved viscoelastic was used. Damage of this type can also occur if the operating room temperature is too high (greater than 23 degrees celsius / 73.4 degrees fahrenheit). Due to the presence of surgical solution, the observed damage is most likely related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings, the residual risk remains unchanged and at an acceptable level. There has been one other similar complaint reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
An ophthalmic clinical leader reported that during insertion of an intraocular lens (iol), the plunger stuck. When the lens was pushed in, the haptic was noted to be dispositioned. The lens was removed and an anterior vitrectomy performed. A different model iol was implanted. Add'l info has been requested.